Event description:
The customer reported that the energy delivered is out of specification.

Manufacturer narrative:
The factory has not yet received the device for eval, and the complaint is still under investigation.